Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device evaluation indicated that white foreign material residue was found on both sides of the air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by known inherent risk; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.